Manufacturer narrative:
Date sent: 11/21/2007. Info is unavailable; device was not returned for eval.

Event description:
It was reported that during cholecystectomy, the device did not clip correctly. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.